Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy without lymphadenectomy surgical procedure, the maryland bipolar forceps instrument tip was jammed inside the instrument and could not be removed from the trocar. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was checked prior to use. The instrument collided with other instrument or tool during procedure during a nerve retention task. A back-up instrument was used to complete the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the main tube broken. A piece measuring approximately 0.117 x 0.201 was not returned with the instrument. The cables are holding the main tube and the proximal clevis together. The clevis is bent to the side, which can cause the instrument stuck within the cannula or be unable to pass through when attempting to install on the system. The root cause of broken instrument main tube is typically associated with mishandling/misuse. The instrument was found to have a broken conductor wire at the yaw pulley on the distal end. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test showed no signs of damage. The root cause for the broken conductor wire is attributed to a component failure.